Event description:
The customer stated that the insulin pump alarmed motor error during a rewind attempt. The customer stated that the insulin pump was exposed to an MRI earlier in the day. Troubleshooting was performed and the insulin pump continued to alarm motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal.